Event description:
It was reported that the patient underwent a gynecological on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and 4th degree rectocele. The patient also underwent another gynecological procedure in which an additional mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.